Event description:
An lp (lumbar puncture) tray was opened and foreign matter (it was described as brown dirt or hair) was found in the tray around the lp fluid collection tubes and the sterile drapes. The nurse reported opening four trays from the same lot and finding the same debris in all four trays.